Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. This rv lead was successfully capped and abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.